Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 71-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had a cp support ongoing for a patient admitted with a stemi (st elevated myocardial infarction) and in need of bipella support. The patient support was successful for over 8 hours when the patient became agitated and pulled the pump. The team had to explant and deliver a new cp.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device was not returned for evaluation. However, clinical information provided is sufficient to determine the root cause. Based on the clinical details, the root cause of the positioning issue is due to use as the patient pulled the impella out. Added h6 impact code 4629 corrections to the initial MFR report: d4-updated model number. Added d6a/d6b which was missing. F6/f8 should have been left blank. G1 MDR reporting contact email